Event description:
As reported by the sales rep per the user facility: reports issues of leaking at y site. Leaking sets have lead to chemo spills. Additional info provided by the facility indicated the spills were small and no one suffered any adverse sequela associated with the reported incidents. The samples were discarded and were not returned for eval.

Manufacturer narrative:
Additional lot # 61066533. The actual devices in the reported incident were not returned to the MFR to be evaluated. Without the actual samples a thorough eval could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lots, the house retain samples for the reported lots were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. A device history record review was performed for the reported lots. No non-conformances were reported during the manufacture process. There are no other reports of this nature against the reported lot numbers.